Manufacturer narrative:
(B)(4). Concomitant medical products: persona revision cemented tibial augment block left lateral size ef 10mm catalog #: 42555805110 lot #: 65042412, persona revision tibial augment screw catalog #: 42556609011 lot #: 65077001. Report source: foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty revision when the surgeon was installing a screw in a tibial augment block, the screw fractured. Another implant was opened and another screw was able to be used to complete the surgery after a twenty (20) minute delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed the augment screw had fractured. Upon further analysis, it was determined the fracture may have been caused by bending overload. Material analysis found the product to be conforming to print specification. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.